Event description:
It was reported that the field representative inquired about device data on this pacemaker system. Technical service reviewed device data and found there was an alert due to high, out-of-range right ventricular (rv) pacing impedances measuring 2,753 ohms. A lead safety switch (lss) safety switch was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a right atrial threshold test (raat) that was suspended, and intrinsic daily measurement indicated noise. A review of an atrial tachy response (atr) episode found there was right atrial (ra) oversensing and the ra and rv appear on top of one another. It was noted the most recent right ventricular automatic threshold test (rvat) the ra and the rv appear aligned and there was no successful test in the logbook. Technical services recommended performing a chest x-ray on one or both of the leads. At this time, this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the field representative inquired about device data on this pacemaker system. Technical service reviewed device data and found there was an alert due to high, out-of-range right ventricular (rv) pacing impedances measuring 2,753 ohms. A lead safety switch (lss) safety switch was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a right atrial threshold test (raat) that was suspended, and intrinsic daily measurement indicated noise. A review of an atrial tachy response (atr) episode found there was right atrial (ra) oversensing and the ra and rv appear on top of one another. It was noted the most recent right ventricular automatic threshold test (rvat) the ra and the rv appear aligned and there was no successful test in the logbook. Technical services recommended performing a chest x-ray on one or both of the leads. At this time, this system remains in service. No adverse patient effects were reported.